Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The unit was received at the service center and evaluated. The reported complaint from customer was not confirmed. The device was fully repaired. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the unit was received at the service center and evaluated. The reported complaint from customer was not confirmed. It is found during service that the rubber feet and tips were worn out. The root cause of the reported complaint was undetermined. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: serial number: (B)(4). Part number: 284580. Supplier lot number: 0301402907. Qty of lot: 25 pieces. Release to warehouse date: 2013-06-05. Expiration date: n/a. Supplier: kimball. Manufacturing site: (B)(4). Any anomalies or discrepancies in the manufacture of the lot: not observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the customer, the pump doesn't suck properly. No more information provided. Additional information received from the customer on (B)(6) 2018: the surgery was completed using another column which was available. There was a 10 minutes surgical delay. There was no patient impact.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the manufacturer contact name has been updated as (B)(4). Contact phone number and email address have been updated accordingly.